Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 20-oct-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 28-aug-2027, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that they were trying to get an MRI and they charged the device last night, but they couldn't place the device in MRI mode since the controller said to connect the recharger. Pt said that they had been having problems with the device and that they thought the leads weren't even implanted anymore. Pt unlocked the controller during the call and saw no device found. Agent reviewed. Pt did not have the recharger present, so agent was unable to continue further troubleshooting. When asked for the event date, pt said that they hadn't had the device on since the device wasn't working anymore. Pt said that they didn't feel the stimulation/therapy and they didn't have the option to increase the stimulation so they just turned the device off.